Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a procedure performed using equistream hemodialysis catheter, standard sterile draping and 2% lidocaine infiltration anesthesia were administered. Needle puncture was followed by guidewire insertion through the introducer needle, and catheter placement was confirmed. A subcutaneous tunnel was created, and the catheter was pre-flushed with saline prior to implantation, a leak was detected in the catheter. Further, round hole leakage at the lower end of the kaffe. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a clinician holding a hemodialysis catheter with visible blood stains. In the background, a partial view of a dilator, introducer needle, and an unsealed product tray containing a j tip guidewire with its hoop, along with several surgical instruments, can be seen. The investigation is inconclusive for the reported fluid leak and material hole issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a procedure performed using equistream hemodialysis catheter, standard sterile draping and 2 percent lidocaine infiltration anesthesia were administered. Needle puncture was followed by guidewire insertion through the introducer needle, and catheter placement was confirmed. A subcutaneous tunnel was created, and the catheter was pre flushed with saline prior to implantation, a leak was detected in the catheter. Further, round hole leakage at the lower end of the kaffe. The procedure was completed using another device. There was no reported patient injury.